Event description:
It was reported by the customer that a pyxis medbank system drawers were showing offline and unable to issue finasteride 5mg. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers are offline. A field service engineer reseated all cable and wires and rebooted both main and the aux. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.